Manufacturer narrative:
A correlation between the device and the reported hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was able to be managed as an outpatient and has not been admitted since (B)(6) 2015. No further intervention was planned and the patient's lactate dehydrogenase level decreased to less than 300 u/l. No further alarms or issues were reported.

Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report #2916596-2015-00275. (B)(4). Approximate age of device ¿ 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2015 with hemolysis and a lactate dehydrogenase (ldh) level of 700 u/l. The vad parameters were reported to be okay. During hospitalization, the patient's ldh increased to 1000 u/l. Tissue plasminogen activator (tpa) was administered three times with a reduction of the ldh to 730 u/l. The patient was reported to be asymptomatic. It was reported that the patient left the hospital against medical advice on (B)(6) 2015. The vad team was attempting to follow the patient as an outpatient. No additional information was provided.